Manufacturer narrative:
The devices are expected to be returned for evaluation, however, they have not yet been received.

Event description:
The event involved a microclave® clear neutral connector where the customer reported four (4) mc100 connectors were noticed to be leaking during infusion. The device was changed out/replaced with no further problems encountered. There was patient involvement and a delay in therapy, fentanyl and versed. There was patient involvement, but there was no blood loss, or injury or death associated with this event.

Manufacturer narrative:
Received two (2) used mc100 microclave clear neutral connectors, two (2) used mc100 microclave clear neutral connectors connected to two (2) used list #unknown extension tubing, and two (2) used 30 ml bd syringes were received for evaluation on 4/10/24. No defects or anomalies noted. Each of the microclaves was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Lot history review was reviewed and no relevant non-conformities were found that would have led to the reported complaint.